Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead could not be implanted in the target vessel due to "unacceptable pacing thresholds." The lv lead was able to be implanted. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.